Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty removing the lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. During deployment, while retracting the lock line approximately 1/3 of the way, resistance was met and the lock line became stuck. Troubleshooting was performed however unsuccessful therefore the decision was made to deploy the clip. The lock line was removed with the cds. The procedure was completed with the mr reduced to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The return device analysis confirmed the reported difficulty removing the lock line. Additionally, a lock line break and knots on the lock line were observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported difficulty removing the lock line appears to be due to the observed knots. A cause for the knotted lock line could not be determined in this incident. The observed break on the lock line appears to be a cascading event of the reported difficulty removing the lock line and knots. There is no indication of a product issue with respect to manufacture, design, or labeling.